Event description:
It was reported that the patient had ICD replacement due to normal eol. Externalized conductors were observed via x-ray. No electrical anomalies were detected. The lead remains implanted. The patient was good after the event with no adverse consequences.